Event description:
It was reported that the backflow check valve did not work as the unspecified fluid of the secondary bag flowed into primary set's drip chamber (with attached saline bag). The clinician then clamped the primary tubing and ran the secondary infusion into the patient. Once the secondary bag was empty, the bag was disconnected and infused the primary and flushed the line. There was no consequence or impact to the patient.

Manufacturer narrative:
Cont¿d d.11: 250ml 0.9% sodium chloride lot y332026 august 2021. The customer's report of secondary bag flowed into primary set's drip chamber was confirmed. No anomalies or evidence of damages were observed with the sets during initial visual inspection. Functional testing was performed. The sets reprimed via gravity and it was observed that the blue dye water from the secondary set was flowing into the primary set¿s IV bag passed the check valve, confirming the customer¿s report of backflow. The root cause was not definitively determined.

Manufacturer narrative:
Concomitant medical products: spiros adapter; non-bd microclave; spiros adapter. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, the requested patient demographics is unknown.

Event description:
It was reported that the backflow check valve did not work as the unspecified fluid of the secondary bag flowed into primary set's drip chamber (with attached saline bag). The clinician then clamped the primary tubing and ran the secondary infusion into the patient. Once the secondary bag was empty, the bag was disconnected and infused the primary and flushed the line. There was no consequence or impact to the patient.